Event description:
During an in-service training session, the company representative observed that the iabp generated system failure alarm "internal communication fault", a loud beep, and the display froze after a minute. No patient was involved.

Manufacturer narrative:
The company representative noted several error logs including code 124 (prolonged shuttle pressure failure), and code 58 (system failure and shutdown). The pi module (shutter transducer) was replaced but the event persisted. The drive manifold assembly (part number 0104-00-0031) was replaced. The unit was calibrated and functionally tested and returned to the customer on (B)(4) 2012. The original drive manifold assembly from the pump was sent for evaluation to (B)(4). The k6 solenoid on the drive manifold assembly was found to be damaged, as it looked like it was pried open. (B)(4).